Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report

Event description:
It was reported that the patient lead had migrated. In turn, the lead was explanted and replaced. Therapy was restored post-op.